Manufacturer narrative:
This product is not marketed in the us. Lens returned in lens vial with liquid. Visual inspection found missing piece of haptic. No similar complaint types were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon attempted to implant a 12.6mm vticm5_12.6 implantable collamer lens, -2.0/+6/86 diopter, in the patient's left eye (os) on (B)(6) 2017. The lens got torn before injection into the eye, lens was not implanted. On the same day, the back-up lens with longer size 13.2mm was used. The problem was resolved.